Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a recto-sigmoid resection with an ultra-low anastomosis on a hemorrhagic sigmoid cancer in sub occlusion it was not possible to attach the head of the anvil onto the device. After several trials, another device was used and a 2nd trans-suture hole was made. The head of the anvil was changed while extending the colostomy that would be closed with a small 2.0 bag. The surgery time was extended.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided/made available by the account.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one eea stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, no knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. The device was subjected to a measured anvil attachment test with an acceptable result. Replication of the knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as not confirmed for anvil difficult to attach. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).